Manufacturer narrative:
On completion of the evaluation, a f/u report will be submitted.

Event description:
It was reported that during a fenestrated aortic aneurysm repair the stent came loose from the balloon. The physician pulled out the sheath and retrieved the stent. He then attempted to reload the stent on the balloon. It was then determined that the stent wasn't stable enough to deploy and another stent was used. It was first noticed that the stent was loose while it was in the sheath. The stent came off the delivery catheter when they went to deploy it. The delivery catheter had been passed multiple times through the sheath during the case. The physician was able to retrieve it. No harm came to the patient.